Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00472; 3005168196-2019-00474; 3005168196-2019-00475.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). It should be noted that the patient's anatomy was overly tortuous. During the procedure, the physician made three attempts to detach a smart coil using the handle before the smart coil detached in the target location. It was reported that the same issue occurred with two additional smart coils. However, all three coils were successfully implanted, and the procedure was then completed. There was no report of an adverse effect to the patient.